Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the premature deployment. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). When positioning the mitraclip delivery system (cds), the clip rotated below the mitral valve; therefore, an attempt was made to invert and remove the clip from the ventricle; however, it was not possible to re-close the clip. Under fluoroscopy, it was observed that the clip had detached from the mandrel. Difficulty was noted removing the open clip, but it was removed using the gripper and lock lines and pulled to the steerable guide catheter (sgc), then retracted against the end of the sgc. The devices were removed together, and the procedure was aborted. The patient was taken to recovery and was stable. There was no reported adverse patient effect or a clinically significant delay in the procedure. No clips were implanted, mr remained at grade 4+. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported premature deployment and inability to close the clip could not be replicated in a testing environment due to the condition of the returned device (clip detached from the clip delivery system (cds)). The reported difficulty to remove could not be confirmed. Additionally, the actuator coupler was noted to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate any incidents reported for premature deployment, difficult to remove and mechanical jam from this lot. The reported premature deployment appears to be an effect of the noted broken actuator coupler as the clip was noted to have detached from the actuator mandrel during the procedure. The reported inability to close the clip appears to be an effect of the reported premature deployment and procedural circumstances as the clip could not be closed after it had detached from the mandrel. The reported difficult to remove was due to the reported inability to close the clip and procedural circumstances as the attempts to close the clip were not successful and it was difficult to retract the open clip into the steerable guide catheter (sgc). Based on the available information, a potential product quality issue was identified due to the observed broken actuator coupler. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.